Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received inappropriate therapy due to oversensing. The lead was dislodged.